Event description:
Event description guidant received information that this chronic ventricular implantable lead exhibited increased, out of range lead impedance measurements and increased threshold measurements that resulted in loss of capture. An invasive procedure was performed and no damage to the lead was visually noted.